Event description:
Further communication with the customer revealed that the user had to make 4 passes before obtaining core liver biopsy sample. Additionally, the pt experienced severe abdominal pain at the site of the procedure. Pt was scanned and the scan indicated bleeding at the site of the procedure. Pt was vomiting and their pressure dropped. Pt was admitted for observation and discharged the following day.